Event description:
Pt reported that device is making an odd noise (strange vibration) that sounds like something is loose inside of it. Pt experienced some unexplained high blood glucose levels (344 mg/dl) - pt alleged that device was at fault. Pt self-treated high blood glucose, and switched to back up device.